Manufacturer narrative:
Na

Event description:
The customer reported that when the audible alarm activated on the ventilator, the facility remote nurse call did not alarm. The ventilator was in use, and the customer reported there was no patient harm. The respironics sevice technician confirmed the customer reported problem. The service technician replaced the main printed circuit board (pcb) to correct the problem. Performance verification testing was completed and all tests passed per operating specifications.